Event description:
It was reported that while placing the second pedicle screw, the surgeon determined that the placement was not accurate. It was found that the spine clamp for navigation was not holding because one of the teeth was broken off. The surgeon made the decision to abort the use of navigation. The procedure was completed successfully using c-arm technology.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. When the device is received, the quality investigation will be performed and a follow up report will be filed.